Event description:
Reporter alleged the blood glucose device generated a result prior to the test strip being dosed with blood or control solution. It was stated the device generated a result of 190 mg/dl when inserting the test strip; however, there was no blood or solution dosed on it. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.